Event description:
Related manufacturer reference number: 3006705815-2024-00628. Related manufacturer reference number: 3006705815-2024-00630. It was reported that the patient never experienced effective therapy she wanted. Additionally, the patient experienced zapping sensation at the ipg site with stimulation on. The ipg was inoperable. As such, surgical intervention took place on (B)(6) 2024 wherein the entire system was explanted to address the issues. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000091488.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.